Event description:
It was stated that the customer passed away due to diabetic ketoacidosis. It was stated that the customer was wearing the insulin pump and the recalled infusion sets at the time of her death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.